Event description:
It was reported, the patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited high capture thresholds. The patient was brought in for lead revision. Prior to the procedure, the pacemaker could not be interrogated and was not pacing. The suspected cause was premature battery depletion. On (B)(6) 2024, the pacemaker was explanted and replaced. The atrial lead was capped and replaced. The patient was in stable condition before and after the procedure.